Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported unspecified bd emerald syringe had leakage issues. The following information was provided by the initial reporter: "it was reported via survey response the clinician experienced leakage during medication administration".

Manufacturer narrative:
Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. The DHR could not be performed due to unknown lot#. The complaint could not be confirmed and root cause is undetermined.

Event description:
It was reported unspecified bd emerald syringe had leakage issues. The following information was provided by the initial reporter: "it was reported via survey response the clinician experienced leakage during medication administration"